Manufacturer narrative:
Upon receipt of the instrument a visual inspection of the exterior and the image was performed. The instrument was leak tested and the strain relief was removed to check for damage. There is a scratch on the distal shaft leading up to the proximal biothane and the proximal biothane is partially removed. The scratch in the shaft and the missing biothane was caused by customer damage. The instrument also leaked from underneath the strain relief. There was a pinhole in the shaft under the strain relief that created this leak and allowed moisture in the image. This was caused by too much torque being applied to the shaft.

Event description:
During a surgical procedure while using our flexible ureteroscope, a piece of the outer sheath detached from the distal end of the scope and fell into the pt. The piece was retrieved from the pt with no pt harm. The procedure was completed with no further incidents.